Event description:
The customer's biomedical engineer reported that the paddle set failed.

Manufacturer narrative:
The customer's biomedical engineer evaluated the device and reported that the paddle set failed. The customer ordered a new paddle set. Replacement of the paddle set resolved this reported issue.